Event description:
The customer observed discrepant parathyroid hormone results while using the architect intact pth assay. The customer compared results between the architect assay and the roche assay. The following patient data was provided: patient 1: abbott 119, roche 82, patient 2: abbott 191, roche 143, patient 3: abbott 5, roche 8 , patient 4: abbott 59, roche 44 , patient 5: abbott 104, roche 64, patient 6: abbott 6, roche 12, patient 7: abbott 78, roche 54. No adverse impact to patient management was reported.

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 01913i000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 01913i000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.